Event description:
Patient had hypoplastic left heart with restrictive atrial septum, was brought to the cath lab for balloon atrial septostomy.5 fr jb1 catheter was used to engage the left atrium. The 5 fr sheath was replaced with a 7 fr sheath. Miller atrio septostomy catheter then crossed the atrial septum relatively easily.first balloon septostomy pull used a 1.5ml (contrast/saline mix) inflation. The balloon pulled into the right atrium with almost no resistance. The septostomy catheter then crossed the atrial septum again. Second balloon septostomy pull used a 2.5ml (contrast/saline mix) inflation. The balloon pulled into the right atrium with minimal resistance. The septostomy catheter then crossed the atrial septum again. Third balloon septostomy pull used a 3ml (contrast/saline mix) inflation. The balloon pulled into the right atrium with mild resistance. The septostomy catheter then crossed the atrial septum again. Fourth balloon septostomy pull used a 3-3.5ml (contrast/saline mix) inflation. The balloon pulled into the right atrium with moderate resistance. The patient became progressively bradycardic with heart rate decrease from ~150 bpm to the 70s. Balloon was then deflated completely and the catheter was removed from the sheath. Heart rate continued to decline to the 40s and 50s.echocardiogram showed severe cardiac dysfunction and a new pericardial effusion, suggesting hemopericardium. CPR was initiated; bag-mask ventilation was performed. It was unsuccessful. Autopsy performed.